Manufacturer narrative:
The reagent lot numbers and the expiration dates were not provided. The field service engineer (fse) inspected the module and adjusted the cuvette filling water and the gear pump pressure. The investigation determined the event was consistent with an incorrect gear pump pressure. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine, cholesterol, and high-density lipoprotein (hdl) results from a patient sample tested on the cobas 8000 cobas c 701 module. Creatinine the initial result from the module was 13.88 mg/dl. The repeat result from another system was 1.09 mg/dl. Cholesterol the initial result from the module was 17 mg/dl. The repeat result from another system was 106 mg/dl. Hdl the initial result from the module was 14 mg/dl. The repeat result from another system was 65 mg/dl. The reporter questioned the initial results and did not report them outside the laboratory.